Event description:
It was reported that the patient's head pain had gotten so bad that they couldn't tell if the implantable neurostimulator (ins) was working. It was noted that the leads had to be replaced twice. The "wire" reportedly came out of the patient's temple. It was reported that the doctor "took them out, let them heal, and put back in." It was noted that this occurred sometime in 2013. It was noted that the doctor "brought wire around the head" so that it would point in "like a circle" and "turned it in more so it wouldn't work its way out." The patient's skin was described as frail with very little fat. It was also noted that the patient "got a spot near her neck" and the doctor operated and took whatever it was out. It was noted that the patient hadn't felt right since (B)(6) 2013. It was noted that the patient kept having pain/discomfort on the back of the neck but the doctor stated that the lead was in the correct place. It was noted that it was hard for the patient to lay on a pillow. It was reported that the patient had another stimulator that was not from the same manufacturer and that they "sit within an inch of each other or closer." Refer to manufacturer report # 3004209178-2013-04360 for other revision. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Device used for off-label indication. The indication device used for was occipital neuralgia. Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).